Event description:
It was reported that a user experienced hyperglycemia while using the ilet pump, with a reported blood glucose of 294 mg/dl without symptoms, following a meal of a burger, fries, and beer during the first week of pump use; tubing primed with visible drops and no device alerts or alarms occurred, and the pump¿s algorithm was providing corrections with glucose trending down to 264 mg/dl during the call. Symptoms included no clinical manifestations. Outcomes included no reported functional impact, no medical intervention beyond routine self-management, and no hospitalization. Investigation included user troubleshooting with tubing verification and review of algorithm-driven corrections. Investigation of this case revealed no device malfunction or alarm activity and a likely meal-related hyperglycemic excursion during early adaptive use. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with hyperglycemia related to meal intake and device learning period. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.